Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and was exposed moisture. The customer's blood glucose value was unknown. Customer reported that they jumped in the pool with the insulin pump and now it was not working, insulin pump had a blank screen and there was water visible. Customer stated they heard fluid when shaking the insulin pump. Customer stated they saw fluid under the lcd. The device will be returned for analysis.